Event description:
The customer reported to olympus, the visera elite video system center's screen occasionally turned off and had noise in addition to an absence of a connector lock. The issue was found during preparation for use prior to a diagnostic procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the screen occasionally turning off was confirmed; however, the allegation of the noise in the absence of a connector lock was not confirmed. The device evaluation also found a depleted battery. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6) hospital.

Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.